Manufacturer narrative:
System reboot cleared error, monitoring recommended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a collimator error occurred during manual filtration adjustment on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.